Event description:
On follow up with the hospital, person said that they do not know the lot number of the ss, the boxes are emptied into a bin - they said that this ss came from the most recent order. No pt injury occurred.

Event description:
Dr. Said: "prior to sterilization they inserted ss into the motor - after surgery there was no safety seal".